Event description:
It was reported to hill-rom that a patient received glass microspheres in the eyes. A hill-rom technician confirmed that a tear in the filter sheet caused the glass microspheres to leak onto the surface of the street. The sheet was replaced.

Manufacturer narrative:
A hill-rom technician confirmed that a tear in the filter sheet caused the glass microspheres to leak onto the surface of the sheet. The sheet was replaced.